Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as based on available info, it cannot be concluded that recurrence would not cause or contribute to an adverse event. Accessory item to philips.